Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of technical service activity, it is reasonable to assume that interface electronics temporary failed due to overheating of the boards and heat dissipation failure triggered by the internal dust of the device. It cannot be ruled out that storage condition of the device may have contributed to reported issue.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device and maintenance. After inspection, the event may be caused by heat dissipation failure. The technician performed dust removal and maintenance. Unit was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the scree of a heater-cooler system 3t became black and the adjustment on temperature was abnormal. The fault was accidental and there is no report of any patient injury.